Event description:
This report was received from global pharmacovigilance. This is a spontaneous report by a baxter-employed nurse from (B)(6) of peritonitis coincident with dianeal pd2 ultrabag therapy. On (B)(6) 2011, the patient began treatment with dianeal pd2 ultrabag (dose and frequency not reported) intraperitoneally (ip) for peritoneal dialysis (pd). On (B)(6) 2011, the patient experienced peritonitis. The cause of the peritonitis was unknown. On the same day, a peritoneal effluent culture and analysis were performed. The result of the culture was unknown and the results of the analysis were awaited. The patient was not hospitalized for the peritonitis. On (B)(6) 2011, the patient received treatment with a loading dose of vancomycin 1 gm ip and also began fortum 500 mg ip once daily and amikacin 100 mg ip once daily. Treatment with fortum and amikacin were ongoing and the patient was recovering from peritonitis. Dianeal therapy was ongoing. The reporter believed the peritonitis was unrelated to dianeal therapy.

Manufacturer narrative:
(B)(4). The root cause is undetermined. The device involved in the incident was unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510(k) number will not be provided in the emdr as the product code and lot number are unknown. Baxter has received similar reports for the reported problem. The root cause investigation is in progress.